Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Anchorage foot case: a 2.0 mm drill bit snapped in cutting flutes during surgery. Cutting flute fragment and drill bit were both retrieved from patient. Force may have been applied on an oblique angle during drilling. Another identical device was immediately available for use. No adverse consequences, medical intervention or surgical delay.